Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 243 mg/dl. The customer was taken to the emergency room (ER) and treated with manual insulin injections. Customer left the ER the same day with bg in 140 mg/dl range and in a stable condition. The customer reverted to manual injections for insulin therapy.